Event description:
The physician was performing a procedure to the aha -6 (ostium of left anterior descending -lad). The cypher sirolimus-eluting coronary stent was delivered to the lesion by direct stenting, but it failed to cross the lesion due to heavy calcification; therefore, the physician removed the cypher into the guiding catheter (gc) (jl4: product unknown), but the stent became stuck at the tip of the gc and the stent dislodged on the guidewire (runthrough ns) at the tip of the gc under coronary angiography (cag). A snare was used for retrieving the dislodged stent. To complete the procedure, pre-dilation with a balloon (3.5/13mm) was conducted and a different stent (3.5/12mm: taxus) was implanted. The procedure was successfully completed. There was no reported patient injury. The product was clinically used and will not be returned for analysis due to the patient's infectious disease. The patient was in stable condition after the procedure and was discharged from the hospital (date unknown). The patient was male. The lesion was de novo, heavily calcified, but no tortuous. There was 90% stenosis.

Manufacturer narrative:
This product is not available for analysis as stated. Additional information will be provided within 30 days of receipt.